Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros creatinine xt (creaxt) result was obtained from a single biorad quality control level using vitros creaxt slide lot 7217-0015-5648 on a vitros xt 7600 integrated system. Biorad control lot 56720 level 1 vitros creaxt result of 1.50 mg/dl vs. The vitros peer mean result of 0.827 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros creaxt result was obtained from a non-patient quality control fluid. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros creatinine xt (creaxt) result was obtained from a single biorad quality control level using vitros creaxt slide lot 7217-0015-5648 on a vitros xt 7600 integrated system. The assignable cause of the event is a suboptimal calibration event. The result was generated from a calibration event performed on 15 january 2024, labeled as cal curve 1748 using calibrator kit lot 0173. The calibration responses and parameters associated with cal curve 1748 were atypical when compared to the expected calibration responses and parameters. The cause of the atypical calibration is unknown. Accurate biorad quality control results were generated using an alternate calibration event performed on vitros creaxt slide lot 7217-0015-5648, using the same calibrator lot. This indicated neither vitros creaxt slide lot 7217-0015-5648 nor the vitros xt 7600 integrated system likely contributed to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros creaxt slide lot 7217-0015-5648.